Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the high definition (hd) liquid crystal display (lcd) monitor does not power up. The issue occurred during maintenance. There were no reports of patient involvement or harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to d9 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, the reported event was confirmed. It was likely due to failure of the printed circuit board. However, a definitive root cause could not be established. Olympus will continue to monitor the field performance of this device.